Event description:
It was reported that an x-ray was taken and revealed that one lead had migrated down and laterally to its original placement. The patient underwent a lead revision procedure wherein the leads were placed back to where they were originally placed. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7093480.